Manufacturer narrative:
The hbsag ii qc was acceptable. It was noted that sample and reagent-related alarms (sample short alarms sample clot detection alarms, and reagent probe alarms) were observed. The alleged sample was investigated using hbsag ii reagent lot 730035 & lot 748144 . The hbsag ii investigation results were 0.85 coi (non-reactive) & 0.883 coi (non-reactive). The customer's borderline result could not be reproduced. A clear root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The sample was returned for investigation. The elecsys hbsag ii reagent lot number was 748144 with an expiration date of 31-may-2025. The elecsys hbsag ii auto confirm reagent lot number was not provided.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii auto confirm results for 1 patient on a cobas e 801 analytical unit. The initial elecsys hbsag ii result was 0.955 coi (a borderline result). The sample was repeated and the result was also a borderline result. The numeric result was not provided. The sample was tested using the elecsys hbsag ii auto confirm assay and the result was 0.397 coi (positive). The sample was tested using a pcr (polymerase chain reaction) method and the result was negative for hbv. As the sample result was determined to be negative using the pcr method, the elecsys hbsag ii auto confirm assay was considered false positive.